Event description:
In (B)(6) 2008, I had an anterior cervical disk fusion at c5-c6 using a low-profile synthes plate then on (B)(6) 2010 allograft bone and dbx at c6-c7. The surgeon was unable to remove the synthes plate at c5-c6 because the screws were "locked too tight" and were embedded. I was almost paralyzed. Well due to a "non-union" at c6-c7 I had a synthes zero profile device placed (B)(6) 2011. A CT scan on (B)(6) 2011 revealed that the zero-p spacer has rotated into the vertebral body. "Misaligned itself" "migrated" and "malpositioned". Both inferior screws of the spacer are going into the c7-t1 disk space. This device is 8 mm op spacer with 16 mm screws and bicorticate purchase and the cage filled with dbx. I have been placed on permanent disability have debilitating pain and on (B)(6) 2013 had a failed trial for a medtronic painpump. I had 2 blood patches for spinal headache following and had an immediate headache in post op so I believe I was leaking spinal fluid throughout the trial and when he pulled the catheter spinal fluid was leaking down my back. This was a new catheter he had never used before there was a pharmaceutical male in the operating room. Regardless, is this normal to have a synthes plate to lock down and not be able to be removed? Was that operator error because then it became a domino effect. And the zero-p device is this normal for it to "migrate, misalign" or was it "malpositioned" by operator error. How do screws move to the c7-t1. Something is really wrong with this product. I want it taken out. I have acquired thousands of dollars of medical bills and lost wages. I still have a non-union and the hardware makes it difficult for me to swallow sit with my back on a surface. Who do I contact to get help? I am obviously not letting these past neurosurgeons touch me again or is this medical device failure.